Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a peak of 289 mg/dl and a current value of 240 mg/dl despite no food intake for several hours; the user felt thirsty and performed a visual inspection of supplies without noting leaks, bubbles, or disconnections, and later reported a decrease to 183 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.